Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
F550 w/ez swivel carry bar, had the carry bar assembly separate from its attachment point with the boom on the lift and an individual fell to the floor hitting his buttocks and head. Taken to hospital for evaluation, but had no injuries reported.